Event description:
It was reported to boston scientific in 2007 that radial jaw 4 single-use biopsy forceps were used during a colonoscopy procedure performed on a male patient the same day (patient age and weight unknown). It was reported that during the procedure, the biopsy forceps tore through the colon and caused the patient to bleed. Resolution clips were used to stop the bleeding. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The functional and visual evaluations did not reveal any anomolies. The cause of the reported event is undetermined. DHR review performed and no anomaly was found.